Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should (B)(4) receive additional information related to this clinical observation, this event will be reopened and updated. Boston scientific received new information that this device was explanted approximately four years later due to normal battery depletion and was replaced with another boston scientific ICD. The explanted device was returned for laboratory analysis. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. This report will be updated when analysis is complete.

Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A clinician checked the device and discovered an out-of-range shock impedance measurement from the day the patient had surgery to add an sq array to the system. This measurement was not reset following the procedure and the device had been beeping since then. A (B)(4) consultant discussed how to reset the clinical event and confirmed that the daily impedance measurements were normal since the procedure.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.